Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main control was jammed. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue. Upon call back to the pharmacy the customer stated, " that they have resolved the issue." No further information was provided

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the device main control was jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.